Event description:
The article ¿late embolization of amplatzer patent ductus arterious occlusion device with thoracic aorta embedment¿ reported the following adverse event(s): a child was found to have a widely patent ductus ateriosus 8 months after percutaneous amplatzer device closure of the ductus. Angiography confirmed that the occluder had migrated to the descending thoracic aorta. The child underwent surgical removal of the device which was firmly embedded in the aorta and could not be removed percutaneously. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information. The article is attached to this report.